Event description:
It was reported that the representative indicated a case was done on (B)(6), stimulator was moved from one side to the other. At the time of procedure, they also opted to place a new lead wire. When patient came back 10 days later was all normal. Today, patient was back now at clinic and impedances are off the charts (>4000ohms). Impedances at default settings are as follows: c0 1004, c1 1004, c2 1037, c3 >4000ohms, 01 normal, 02 >4000, 03 >4000, 12 >4000, 13 >4000 and 23 >4000. Patient reports c+, 3- was only one they get benefit from. Additional information received reported some of the high impedances did resolve when the pulse width and energy were increased and test run again. The representative was unsure exactly what the results were after the impedance test and believed there was a reprogramming done to exclude any electrodes that showed an error. Cause of the issue was not determined. Patient did indicate that she fell in her garden. It was noted unsure of the current outcome of the patient and any future interventions.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e6ys, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).